Manufacturer narrative:
Results: needle. Breakage of material used in device. Conclusions: no evaluation will be performed. Narrative: method: device was not available for evaluation. Device was used on a patient to mark a lesion in the left hepatic lobe of the liver. Results: customers description of events were reviewed. The distal end of the needle sheared off during the placement of a fiducial marker when the needle contacted the sternum of the patient. Conclusions: based on the description of events, the device broke after contacting the sternum of the patient while attempting to position a marker in the liver. A subxiphoid pericardial window procedure was performed to remove the foreign body from the patient. The patient was discharged from the hospital (B)(6) 2010. Review of manufacturing records for the device and the needle components were conducted by our supplier. No deviations or issues were identified. The needle stock was received in 2007 and the component is the same lot which has been utilized by the supplier since then.

Event description:
This incident occurred on (B)(6) 2010. Medtec was notified of this occurrence on (B)(6) 2010. During a CT guided placement of fiducial marker into the left hepatic lobe lesion, the 2 cm distal tip of the needle sheared off. Its distal tip was within the left hepatic lobe and its proximal end was along the posterior aspect of the sternum. The needle tip subsequently migrated into the pericardium in a retrocardiac position and a thoracic surgical consultation was obtained for removal. Procedure performed as a result was a subxiphoid pericardial window with removal of intrapericardial foreign body. Patient discharged on (B)(6) to follow up as outpatient.